Manufacturer narrative:
(B)(4). Customer called for assistance with the meter. Customer is satisfied with meter accurately reading. Most likely underlying root cause of malfunction: customer is testing with improper technique. Manufacturer tried to contact customer with follow up for knowing customer condition: customer phone is disconnected.

Event description:
Customer complains of receiving an e-5 when testing herself. Customer's son is calling on behalf of his mother. Customer is feeling dizzy, has blurred vision and lightheadedness. Customer's son states ther will administer insulin per their prescription. Customer's son states the e-5 appeared when the blood sample is absorbed. Customer was informed why the e-5 error may appear. Customer confirms proper storage. The customer was not using the recommended blood testing technique. A blood test was performed using the proper blood testing technique and the error message did not appear again. A result of 170 was obtained. Customer's expected result is 230-260mg/dl fasting. Verified the strips expire 12/17/2018 and were first opened (B)(6) 2016. Results:113mg/dl (B)(6) 2016 07:12:00 pm fasting:yes. Replacement products were offered but she declined stating that she felt the meter was reading accurately.